Event description:
It was reported that during set up for a cori assisted tka surgery, the real intelligence robotic drill would not connect to proceed with calibration. The white light on the console continued to flash and a drill deactivated notification appeared (B)(4). They attempted to press continue and the buttons were all grayed out. A hard power down and administrator screen was entered but received the same notification in addition to an internal error contact customer support screen (B)(4). The procedure was completed, without delay, using a s+n back-up device. Patient was not harmed as consequence of this problem. After the case, trouble shooting was re-attempted and the ri robotic drill attachment became stuck (B)(4).

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6. The real intelligence cori, part number rob10024, serial number (B)(6), intended for treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with console software bug. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.